Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the driving cap broke off in the insertion handle during insertion of a femoral recon nail. The surgeon used the mallet on the insertion handle. There were no fragments generated. There was no surgical delay. Procedure was successfully completed. There was no patient consequences. Concomitant devices reported: radiolucent insertion handle frn (part # 03.033.001, lot # l551431, quantity# 1), unk - nails; femoral (part # unknown, lot # unknown, quantity # 1), unk - impaction instruments: hammer/mallet: trauma (part # unknown, lot # unknown, quantity# 1). This report is one of one for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot: part: 03.010.523, lot: l793986, manufacturing site: bettlach, release to warehouse date: 18.may 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on (B)(6) 2019, the driving cap broke off in the insertion handle during insertion of a femoral recon nail. The surgeon used the mallet on the insertion handle. There were no fragments generated. There was no surgical delay. Procedure was successfully completed. There were no patient consequences. Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# l551431, quantity# 1), unk - nails: femoral (part# unknown, lot# unknown, quantity# 1), unk - impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1) this complaint involves one (1) device. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The fragment of the threaded part is still stuck in the also received insertion handle (which was returned as a concomitant device) and cannot be removed. Hence, the complaint is confirmed. The driving cap in a used condition there are numerous hammer marks on top and the rim below the hexagon. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damage at the last thread flank and as the fragment cannot be removed from the insertion handle. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Summary: the complaint is confirmed as the driving cap is broken as complained. The exact cause of the breakage is unknown. It is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.